Event description:
Additional information was received reporting that the pipeline had not been placed in a vessel bend at the time the hump was noticed.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Adding h7: recall checked and h9 for correction number medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis .as found condition: the pipeline vantage shield embolization device was returned for analysis within shipping box; within an opened pipeline vantage shield outer carton and inner pouch; and within a dispenser coil. Damage location details: no bend was observed on the pushwire. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. No defects were found with the tip coil, distal marker, re-sheathing marker, arms or with the proximal bumper. The braid was returned already detached from the pusher; therefore, the proximal and distal ends could not be identified. The pipeline vantage shield braid were found to be fully opened and damaged. No other anomalies were observed. Testing/analysis: n/a conclusion: based on the device analysis and reported information, the customer¿s report of pipeline damaged delivery/retrieval was confirmed as the pipeline vantage shield braid was found to be damaged. Possible causes of failure include resheathing more than 2 times, high force delivery, over-manipulation, delivering/retracting delivery wire against resistance, and deploying/resheathing braid against resistance. However, the root cause could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that while deploying the pipeline vantage with shield technology stent, braid deformity was observed in the middle of the device so it was withdrawn. The product was replaced with a medtronic product to complete the procedure. No patient symptoms or complications were associated with this event. The patient was undergoing surgery for treatment of an unruptured, saccular, anterior communicating (acom) aneurysm. The pipeline was used for an approved indication (on-label). Additional information was received. The lesion was an acom aneurysm measuring 4.4 x 3 mm, with moderate vessel tortuosity. The device was prepared according to the IFU, including inspection and hydration. A focal braid deformity similar to a "hump" was observed. The cause of the deformation was investigated but could not be determined.